Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead, product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 27-dec-2024, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 27-dec-2024. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reports that she had pain at her back incision site (5 days post surgery) and visited her local community emergency room. She was then referred to a hospital in (B)(6) for further evaluation. At this hospital (B)(6), her cervical system scs wires were cut at the anchor site and the distal ends were explanted. Both leads were proximally explanted. The proximal portions of the leads and generator remain implanted, but not in use.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2022. Product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller said patient had an infection a couple years ago and the leads were removed. The neurostimulator may have been left in place. Technical services recommend taking an x-ray to confirm. Rep states the patient's medical chart and notes state they had a cervical lead placement and the leads were cut at the distal end.